Manufacturer narrative:
The device was received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify compromised force sensor system alarm due to detached end cap. Insulin pump received with lose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed compromised force sensor system and squirting out during manual prime. Drive support cap was sticking out. Customer¿s blood glucose was 126mg/dl at time of incident. Customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.